Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted broken wires on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Additional observations not reported by site were distal pulley and main tube damage. Engineering observed scratches on the surface of the distal pulley. The distal end of the main tube also exhibited various scratch marks with light material removal. The scratches were 0.135 - 0.960 in length and were both axially and non-axially aligned with the tube axis. Engineering concluded that the main tube damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.